Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that an ambulance was called for the patient as they lost consciousness due to hypoglycaemia on (B)(6) 2026. The patient¿s blood glucose levels declined to 30 mg/dl while wearing the pod between 36 and 48 hours. Reported symptoms include feeling light-headed, inability to concentrate and eventual loss of consciousness. It was reported that the patient attempted to correct the hypoglycaemia by drinking orange juice, prior to the loss of consciousness. An ambulance was called, the medical staff in the ambulance were not able to stabilise the patient¿s blood glucose so the patient was transported to hospital. The patient was treated with unspecified oral treatment, unspecified intravenous treatment and a forced-air warming blanket for thermal support. The patient was released after 4 hours, later the same day.